Manufacturer narrative:
The product was returned with the membrane completely unfolded with no visible blood on the catheter. A visual examination of the iab was performed and no kinks or damage was detected. The reported event cannot be confirmed. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon catheter got kinked while trying to negotiate over the wire. Both the iabc(intra-aortic balloon catheter) and wire were removed and access changed and another balloon used. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon catheter got kinked while trying to negotiate over the wire. Both the iabc (intra-aortic balloon catheter) and wire were removed and access changed and another balloon used. There was no reported injury to the patient.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon catheter got kinked while trying to negotiate over the wire. Both the iabc(intra-aortic balloon catheter) and wire were removed and access changed and another balloon used. There was no reported injury to the patient.